Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged. When attempting to reposition the lead, the physician suspected that the guidewire perforated the lead. The lead was replaced.